Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port implantation, subcutaneous leakage allegedly occurred. It was further reported that the catheter was allegedly damaged upon removal. There was no reported patient injury.

Event description:
It was reported that some time post port implantation, subcutaneous leakage allegedly occurred. It was further reported that a crack was allegedly found upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue, fluid leak and identified deformation due to compressive stress, naturally worn as a circumferential split was noted approximately 9mm from the distal end of the cath-lock and a kink was noted on the catheter distal to the cath-lock. Further the edges of the circumferential split were rounded and the surface of the edges were smooth. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.